Event description:
Healthcare professional reported right side "suspected deflation" and "smaller than [contralateral]-side". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "suspected deflation" and "smaller than [contralateral]-side". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, two openings assessed as surgical damage. ¿ visibility/ palpability: unable to observe since it is not related to the device. ¿ particles in valve: not observed no additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
The device has been explanted and replaced.